Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was not reported. It was reported the patient ¿went to the ward¿ and was diagnosed with peritonitis and subsequently ¿visited the renal unit every day since then¿. The patient was treated with unspecified antibiotics for the event. On an unreported date, pd therapy was discontinued. At the time of this report, the patient was not recovered from the peritonitis event and remained on antibiotic therapy. No additional information is available.